Event description:
See initial report.

Manufacturer narrative:
Complaints database review revealed no further similar events since unit¿s installation. No concerning trend was highlighted for reported failure mode. Based on the investigation findings, the most likely root cause of reported event was traced back to a temporary internal electrical failure as a false contact or bad connections. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635) h11: livanova deutschland manufactures the 3t heater cooler system. The event occured in bruxelles, belgium. Reportedly, customer stated that there was an error indication ¿ee¿ on the display. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. The unit was tested for over an hour without any issues. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, where the patient pumps are switching off without any reason.the issue occurred during procedure.there is no report of patient injury.